Event description:
The surgeon assessed a patient that had total hip replacement using the accolade ii/trident system at the 6 week postoperative visit and patient was experiencing significant pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. In this case additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
The surgeon assessed a patient that had total hip replacement using the accolade ii/trident system at the 6 week postoperative visit and patient was experiencing significant pain.